Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 25jul2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of spec and the resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03jun2019. Date rec'd by MFR: 19apr2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse found touchscreen responding intermittently to parameter changes. The manufacturer's field service engineer (fse) replaced the defective touchscreen and performed touchscreen calibration to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touch screen failure. The screen won't unlock. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used